Event description:
It was reported that a cartridge alarm labeled as alarm 20 occurred during pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer reverted to using an alternate method of insulin therapy.